Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these ipp reservoir and pump underwent a thorough analysis. The components were microscopically examined, and leak tested. The pump passed the leak testing. Microscopic examination revealed that there was bodily fluid in the pump, meanwhile for the reservoir, it was observed a wear at a fold in the shell, and also, the kink resistant tubing (krt) had a hole from wear. Additionally, leak testing of the reservoir showed a leak in the krt. Based on the information available and analysis results, the hole observed in the reservoir krt could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the reservoir connecting tube was found. The reservoir and the pump were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the reservoir connecting tube was found. The reservoir and the pump were explanted and replaced. No patient complications were reported.